Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The device was reprogrammed and subsequently explanted and replaced with a new device that has specific t-wave discrimination algorithm. No further patient complications have been reported as a result of this event.